Event description:
It was reported that the device displayed an incorrect defib energy fault. There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device ,and verified the reported failure. Physio replaced the main pcb assembly adn then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly, and determined the root cause of the reported failure was an open transfer relay, k2, on the main pcb.